Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the product will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303-c because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension set with removable needleless connectors experienced flow issues. The following information was provided by the initial reporter: I have what I believe is a defective lot with this item. When it is screwed onto a saline flush, it will not flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension set with removable needleless connectors experienced flow issues. The following information was provided by the initial reporter: I have what I believe is a defective lot with this item. When it is screwed onto a saline flush, it will not flow.